Manufacturer narrative:
E1/establishment name: (B)(6) medical center added here due to character limitation in respective field. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use ligating device could not be removed during a therapeutic colon polypectomy. When device was placed on the polyp, the wire stretched and the device could not be removed. The wire was cut with scissors and the endoscope was removed leaving the device in place. At that time, the wire got caught inside the endoscope duct so the endoscope was replaced with another to remove the polyp and complete the procedure. There was no extension of the procedure and no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial g2 and a correction to the initial d9. The subject device was manufactured on oct 2023 based on the provided 3 digit lot information. However, the exact date is unknown. The used (hx-400u-30) single use ligating device was not returned due to the customer discarded the subject device. However, the customer returned five unopened (hx-400u-30) single use ligating device for evaluation. Three of the five unopened devices were randomly selected and inspected. There were no reportable malfunctions were found on any of the three randomly selected subject devices that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely mechanism causing the reported events could be one of the following: mechanism 1: the loop was placed around the body tissue. 1) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 2) the slider was pulled to tighten the loop. 3) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 4) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 5) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 6) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the subject device was not returned, and the root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Never use excessive force to operate the instrument. This could damage the instrument." "Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.